Manufacturer narrative:
As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this left ventricular lead produced muscle stimulation to the patient. This lead was also noted to have triggered a lead safety switch due to exhibited a high out of range pace impedance measurement. This lead was reprogrammed to another vector and remains in service. No adverse patient effects were reported.